Manufacturer narrative:
Additional information: lot numbers unknown - (123), 60129421 ¿ (35), 60162322 ¿ (23), 60165251 - (20), 60165254 - (18), 60152373 - (16), 60166714 - (11), 60153465 - (10), 60129422 ¿ (10), 60118516 - (10), 60132063 - (10), 60161103 - (10), 60162323 - (9), 60161107 - (8), 60132062 - (8), 60174200 - (8), 60161487 - (8), 60161104 - (7), 60174668 - (7), 60152372 - (7), 60098300 - (6), 60166713 - (6), 60154769 - (6), 60139748 - (5), 60135003 - (5), 60088753 - (5), 60155495 - (5), 60127489 - (5), 60158133 - (5), 60130445 - (4), 60155494 - (4), 60110837 - (4), 60155493 - (4), 60158134 - (4), 60119946 - (3), 60137580 - (3), 60177796 - (3), 60132061 - (3), 60123969 - (3), 60121130 - (2), 60110833 - (2), 60174202 - (2), 60154767 - (2), 60176686 - (2), 60106521 - (2), 60166715 - (2), 60157029 - (2), 60174203 - (2), 60136211 - (2), 60135004 - (2), 60151195 - (2), 60175988 - (2), 60150208 - (2), 60136318 - (1), 60157031 - (1), 60113662 - (1), 60137581 - (1), 60068675 - (1), 60162321 - (1), 60149057 - (1), 60154766 - (1), 60174199 - (1), 60139743 - (1), 60113661 - (1), 60128509 - (1), 60141169 - (1), 60129419 - (1), 60146512 - (1), 60078154 - (1), cb37985- (1), 60150211 - (1). From the total of 487 reported events 477 were not investigated following internal procedures that no investigation is required for previously investigated events and in 10 events the customer requested an investigation to be conducted. Of the 10 events that an investigation was requested: 1 case that was investigated the product was not returned and the review of the manufacturing records show the product met manufacturing release criteria and failure was not confirmed. 9 are still open investigations at the time of this report. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 487 </noe> malfunction events. The events were related to suction loss while the intralase laser was firing when using the patient interface. The sterile disposable intralase patient interface uses a pre-sterilized suction ring assemblies and pre-sterilized applanation lens to flatten the cornea during the laser procedure to perform a lamellar resection of the cornea. Of the 487 reported events 393 were completed successfully, 2 were not completed successfully and 92 did not provide information regarding the procedure completion. Of the 393 event that were completed successfully: 61 cases had a new patient interface used to complete the procedure. 8 cases had the same patient interface used. 324 cases the information was not provided. There were no medical events reported.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: it was initially reported that for 9 events the customer requested investigation however, that info was incorrect. Since the customer did not require and investigation the cases were not investigated following internal procedures that no investigation is required for previously investigated events.